Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: calcification, cyst formation, material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation with an unspecified mentor saline breast prosthesis, had biopsy in (B)(6) 2005 as follow-up for complications prior to implantation of the devices in (B)(6) 1992. Biopsy results indicated benign tissue with fibrocystic changes and microcalcifications on the left breast. In addition, approximately around (B)(6) of 2019, the patient had a mammogram, in which they reported it resulted in rippling of the breast and the device popping the evening of the same day. As a result, the patient was scheduled for implant explantation in (B)(6) 2020.

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the initially reported date of implant explantation scheduled for (B)(6) 2020, has been cancelled due to the covid-19 situation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: na manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 3, 2020, mentor became aware that the patient underwent bilateral removal and replacement with two non-mentor breast implants on (B)(6) 2020. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: calcification, cyst formation, material rupture. Manufacturer¿s reference number: (B)(4).